Event description:
It was reported that the patient with this neurostimulator (ins) had been experiencing pain and nausea with the stimulation on including when stimulation was set to low. The patient also experienced discomfort from severe chronic constipation. Therefore, the ins and tined lead were explanted. There was no further patient complications reported.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d10: model number/catalog number: 1201 serial number: unknown batch/lot number: unknown model/catalog description: tined lead unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.